Event description:
It was reported to medtronic neurosurgery that the physician was having trouble securing the fixation collar in one position. According to the report, the drainage catheter slid out.

Manufacturer narrative:
The product was not returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. No injury to the pt was reported. The reported event related to a question regarding operational technique. The instructions for use that accompany the device state that a silicone fixation collar may be applied to the pt. The collar should be spread open, and the catheter should be positioned inside the groove within the collar. The fixation collar should then be secured to the pt's scalp by passing a ligature through the two holes int the flange of the fixation collar.